Event description:
Consumer reported via social media that band-aid unspecified poisoned them. There is no additional information with regards to event and outcome for this consumer.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In (B)(6) 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on (B)(6) 2024. Kenvue recently moved to its new corporate headquarters in (B)(6). Its previous corporate headquarters was (B)(6). Device was used for treatment, not diagnosis. A1, a2, a3, a4, a5 and a6: patient identifier, patient age, sex, gender, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA notapplicable babgenusunsp, lot number ¿ na. D4: 510(k) exempt device I complaint. UDI and lot number are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. H6: e2402 ¿ refers to other-adverse event (exposure, chemical injury and poisoning) including the consumer alleged for ¿band-aid poisoned¿. F12 ¿ refers to serious injury/ illness/ impairment case assessed as serious. It was reported by the consumer that the product ¿poisoned him/her¿, no further details of product usage and events attributed to product reported. Based on limited information available, event of poisoning was conservatively considered as a serious event. In the absence of systemic exposure or confirmed diagnosis by health care professional for the reported event, and with no supporting information such as clinical symptoms, there is insufficient information on the event to conclude whether a permanent injury or impairment occurred. There is no information or evidence that the consumer received any medical treatment for this event. The likelihood of this product causing poisoning is considered remote. Case was received via social media with no additional follow-up from the consumer obtained. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.